Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) had the rate sensing portion removed from service due to oversensing. The shocking porting of the lead remains active. A bt10 lead was implanted.